Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction and was advised by technical support to send the problematic pump back to tandem. Technical support confirmed a replacement pump would be sent with updated software, and the customer acknowledged instructions for storage mode, programming new settings, and connecting their cgm to the replacement pump.